Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports experiencing discomfort described by the patient as warmth to the touch at the ipg site while charging. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6)2017 where the ipg was removed and replaced. The issue has resolved and the patient is stable.